Event description:
Additional information received from the healthcare provider, via the manufacturer representative, reported the patient claimed they did not have these pre-existing symptoms before the incident. The surgeon was considering listing the patient for surgery to remove the residing lead.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient had an MRI and complained of tingling down their leg. An x-ray showed that part of the lead (electrodes) remained in their body. The patient was not aware that part of the lead was still implanted. The surgeon had thought they removed the entire lead. No action had been taken and the surgeon was seeking advice as to whether they should attempt to remove the remaining electrodes. It was noted the patient might have had symptoms before the incident. No further information regarding further actions taken or outcome was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.